Manufacturer narrative:
The product is expected to return to medtronic for analysis but has not yet been received. Medtronic's investigation is in progress.

Event description:
Medtronic received information that after decannulation, the customer observed that the tip of this cannula was missing. There was concern that the tip had been lost within the patient's anatomy. X-rays were taken in an attempt to locate it, but nothing was found. At this time, there have not been any adverse patient effects as a result of the issue. The customer indicated the piece was never located. The product is expected to return to medtronic for analysis.

Manufacturer narrative:
Conclusion: after investigation at medtronic and its supplier, the complaint for a missing portion of the cannula tip was confirmed. While analyzing the device under magnification, the piece missing from the tip appears to correspond with where the sutures are tied to the tip of the cannula for the procedure. The tip has a smooth angular cut where the portion of the tip is missing. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The root cause for this event could not be confirmed.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality assurance laboratory, visual inspection confirmed a piece of the cannula tip is missing. Conclusion: medtronic's investigation is in progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.